Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va09nlh, implanted: (B)(6) 2013, product type: lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The implant had never performed as the patient thought it would and they still used a catheter to empty. The patient met with their health care provider (hcp) 3 weeks ago and the hcp indicated that the implant needed to go deeper and they discussed removing the implant. The patient had to sit sideways or stand and not sleep on the side the implant was located, otherwise it hurt when the patient bumped that side. The patient couldn¿t even walk to the bathroom and the pain had been there for the last 3 months. The patient had to use antibiotics a couple of times and their spouse inquired about the area heating up. The patient only reported the area being hot when they were on antibiotics. The patient¿s spouse couldn¿t remember when the patient had their first episode of infection or when they took antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.